Event description:
Event was reported to (B)(4) by an attorney. Legal complaint states that the patient has suffered serious injuries and damages necessitating continued medical treatment for the foreseeable future. No further information has been provided.